Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported the caller was doing an MRI prior to the replacement and the battery wasn't working and it was turned off. It was reviewed that they still need to check the system and have the form. The caller had no further information regarding the battery not working. No patient symptoms or further complications were reported as a result of this event.